Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a pump error 63(hardware low-level failures). The blood glucose value at the time of the event was 63 mg/dl. The customer was treated with glucose. The event involved product(s) mmt-1886. Troubleshooting was not performed for hypoglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0872 inches. No unexpected alarms/alert/anomalies noted during testing. Unit was successfully downloaded using thump. Pump error 63 (file number: 2017 line number: 147) was triggered on 10/07/2025 02:27:48.000. Per engineering troubleshooting guide, it was determined that pump error 63 (variable 15) was generated by hardware issue with the twi interface or ad5161 chip. Unable to verify low bg's. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap was attached and locked into place properly. The following were noted during visual inspection: scratched case. No unexpected alarms/alert/anomalies noted during testing, unable to verify low bg's. Pump error 63 was confirmed in the history file on 07-oct-2025 due to hardware issue. Problem isolated to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.